Event description:
It was reported that the stent separated from the delivery system as it was being removed back into the guiding catheter contrary to instructions for use. The stent was successfully snared. Reportedly no pt injury occurred.